Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The complaint was verified; the device was in backup vvi mode. Analysis found premature battery depletion. No defect was found on the device or battery. The root cause for premature battery depletion could not be determined.